Event description:
This case becomes not-reportable as as the inpen app is always not reportable for rfr code za450400 as per rd tool criteria despite the issue is resolved or not.

Manufacturer narrative:
Additional review of the event and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia with inpen doses are not transmitted to inpen app. The customer reported blood glucose value of 88 mg/dl. The event involved product(s) mmt-8060, mmt-105elblna. Troubleshooting was partially performed for low blood glucose/over infusion of insulin. Troubleshooting was performed for inpen dose(s) are not transmitted to inpen app and the issue was resolved at the point of call but customer alleged that the recurring issue has occurred after the troubleshooting and requested for inpen replacement. No further patient complications were reported. No product return is required for mmt-8060. The customer will discontinue the use of the inpen and revert to a backup plan per healthcare professional instructions. Mmt-105elblna was requested and customer response was the device will be returned.